Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one photograph and one device. Visual evaluation of the photograph noted the reload was partially fired with jaws open. Staple pushers were visible at the 4cm cut line. Visual inspection of the cartridge noted that the reload was partially fired to the 4cm cut line. Microscopic examination of the reload observed damaged to the cutting edge of the knife blade. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapler was being used to resect the bronchus. There was no problem loading or unloading the device. The stapler was able to fire but there was poor staple formation. The staple line was incomplete at the proximal end. The jaws of the device did lock onto the issue but were removed using the release button. The tenon of the stapler broke off of the device but no component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, changed to a new one. There was no patient harm. The patient status is alive, no injury. The patient has undergone chemotherapy or radiation treatments.